Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-10744 & 2134265-2017-10778. It was reported that stent thrombosis occurred and the patient died. The patient presented with acute myocardial infarction. Vascular access was obtained via the femoral artery the 95% stenosed, eccentric, de novo, target lesion was observed in a mildly tortuous, non-calcified right coronary artery (rca) with a significant bend between 45 and 90 degrees. Following pre-dilatation, a 2.50x24mm promus element¿ plus was deployed in the distal rca, a 2.75x38mm promus premier¿ was deployed in the mid rca, a 38 x 3.00 promus premier¿ was deployed in the proximal rca and the lesion was post-dilated. The patient had acute stent thrombosis and died on the table. No autopsy was performed.